Event description:
The customer reported some keys are not working. The fse clarified the expiratory hold and alarm silence keys were not working. The customer reported there was no patient involvement.